Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible t-wave oversensing (twos) in an episode. In the following episode, the ra lead exhibited possible undersensing during an atrial tachycardia/atrial fibrillation episode. In addition, the patient's implantable cardioverter defibrillator (ICD) may have delivered inappropriate anti-tachycardia pacing for af with rapid ventricular response in several other episodes. The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.